Event description:
A set screw distal in a construct disassociated from the screw. It is uncertain if the pt was complaint with post-operative instructions. It is unknown if a revision surgery was performed.